Manufacturer narrative:
Getinge field service engineer (fse) evaluated unit for the reported malfunction. Leaking helium issue did not duplicate. Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) leaking helium. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) leaking helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.